Event description:
The pt was implanted with a left ventricular assist device (lvad). The perfusionist reported that the pt expired 23 days post implant of the lvad. Two days post implant of the lvad, the pt had reportedly been returned to the operating room for re-exploration of the mediastinum for bleeding. The pt's cause of death was not reported to the manufacturer; however, the hospital requested an analysis of the explanted pump for possible thrombus.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.